Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, there were positioning difficulties d ue to tortuous anatomy. A second valve subsequently was deployed into the first valve. No adverse patient effects were reported.

Manufacturer narrative:
The reported information did not indicate a potential manufacturing issue. From the available information, a conclusive cause for the clinical observation of positioning difficulties cannot be determined, although it was reported that the patient had tortuous anatomy that may have contributed to the deployment depth. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. Additional information has been requested. A supplemental report will be filed when the investigation is completed or if additional information is received. (B)(4).